Event description:
The customer alleged that she performed control tests using her breeze2 meter and received results of 16 and 12 mg/dl. The normal control range was 91-125 mg/dl. The customer's meter would not turn on, so further troubleshooting was not possible. No adverse events were alleged. The test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.